Event description:
Device has red light flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 7th october 2019. The device was reported to have issued a flashing red status indicator, which had reverted to green prior to return to heartsine. Throughout the investigation, the green status led flashed as normal and the red status led did not illuminate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. The device was temperature cycled between 0-50°c for 48 hours and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device has red light flashing. There was no patient involved in this event.